Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. The impella device was not returned for evaluation. The data logs showed pump ran without issue during support. There was a positioning alarm triggered in the end of the case but resolved quickly. No motor current spike was seen. Placement signal noisy initially and then rose after p-level decrease. Product was not returned for review. As per clinical, high afterload and low cvp was confirmed indicating likely poor patient condition. The root cause of the hemolysis issue was most likely patient condition related per clinical and log review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The complainant reported a patient was on impella cp support and during support, the patent had hemolysis and there were positioning issues. The impella cp was measuring 3.1-3.3 centimeters from the aortic valve, but the inlet was close to the septal wall. The doctor did not want to reposition. Additionally, the patient had hemolysis. The patient had bright red urine. Labs were hemolyzed. The p level was reduced to attempt to reduce the hemolysis, but the hemolysis was never confirmed to be resolved. The impella cp was explanted after interventions were performed and intra-aortic balloon pump was placed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿